Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specifications. Sensors failed for low reading. Unable to confirm needle complaint, due to customer not returning insertion needles sensor.

Event description:
Customer's father reported his son's sensor readings are inaccurate. Last night, the insulin pump gave a predict low alert below 50 mg/dl, but customer's blood glucose was 300 mg/dl. Customer was advised of possible causes for inaccurate readings. Customer is sending the sensors back for analysis. Nothing further reported.